Event description:
New information on 06/29/2016 indicated that the patient's condition post procedure was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. During the device check, the pulse generator exhibited back-up vvi operation. The device was explanted and replaced on (B)(6) 2016 due to normal elective replacement indicator.